Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable inr results from coaguchek xs plus meter compared to the laboratory result. The meter serial number and laboratory reagent were not provided. The result from the meter was 5.0 inr. A venous sample was collected for the laboratory just after the meter result. The elapsed time between the collection of samples was less than 7 hours. On (B)(6) 2018 the venous sample was measured and the result from the laboratory was 2.8 inr. There was no allegation of an adverse event. The customer did not take his medication until the correct inr result was obtained from the venous sample in the laboratory.